Event description:
It was reported that the patient's ipg was inoperable and they received the end of life message. As a result, the physician explanted and replaced the patient's ipg, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.